Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The tip of the viperwire fractured during removal of the wire post-procedure after additional force was used to remove it from the patient. The tip was left in situ since it migrated to a distal branch. A drug-eluting stent was placed to complete the procedure and the patient was moved to recovery. Reportedly, difficulty was encountered during initial wire advancement, and the wire was repeatedly re-positioned during the procedure. The facility declined to return the viperwire for investigation.